Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results: the returned cre fixed wire dilatation balloon was analyzed, and visual inspection found that the balloon was detached and also, some part of the catheter, with evidence of mechanical cut. However, there is no evidence of rupture in the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The product analysis found that the balloon was detached and also some part of the catheter, with evidence of mechanical cut. It is possible that the balloon and catheter detachment found in the device occurred due to procedural factors; the manner in which the device was handled and manipulated may have caused the encountered failures. Excessive manipulation of the device without enough care could have induced the defects found. The investigation findings and all information available concludes the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, while inflating the balloon, the balloon burst before it reaches to 20 mm and had to remove the entire scope to remove the balloon. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, while inflating the balloon, the balloon burst before it reaches to 20 mm and had to remove the entire scope to remove the balloon. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.